Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The right corner of the top case and the ear clip were both noted to be chipped. An error code was present in the event history log (ehl). After powering up the device and performing audio and occlusion tests, the customer reported issue of a primary audible alarm was not duplicated. The root cause of the problem is undetermined since no problem was found and adc counts were within specification. No repair was needed or performed since no fault was found with the returned device. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a continuous primary background test alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.